Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 212 mg/dl. Customer stated that the healthcare provider would be contacted to obtain alternate insulin therapy.